Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at t3-l1 to treat scoliosis. It was reported that one of the retaining clips broke off during final tightening of the set screw. The broken portion was removed. No patient complications were reported.

Manufacturer narrative:
Additional info: visual review confirms distal tab broken off on the shaft. Optical examination of the fracture reveals a fairly brittle fracture surface with no indication of fatigue. The morphology of the fracture suggests the possible direction of propagation, with evidence of shear lips on the interior side of the tab. The location of the fracture, relative to the proximity to the handle suggests possible unintentional bend stress overload during instrument usage. There is also a piece of the rubber missing from the t-handle; the damage appears to have come from the outside as there are no visible sharp edges inside. The above observations are consistent with bend stress overload.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.